Event description:
Facility reported patient - dialyzer hypersensitivity reaction. Patient became short of breath, flushed and complained of itching. Dialysis stopped, blood not returned, benadryl administered. Symptoms resolved. Questionnaire faxed to the facility for further information for complaint and for medwatch on 10/5/98. Left two messages for the rn on 10/5/98. Spoke with director of nursing on 10/6/98, she will fill out questionnaire and fax back. Estimated blood loss 300 cc. Patient was given benadryl. No further complications.